Event description:
It was reported that the disposable cassette caused pump to exhibit an upstream occlusion alarm. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device: patient/consumer.

Manufacturer narrative:
Other, other text: h4: device manufacturing date could not be determined d4: device serial number/lot number is unknown. H6: event problem and evaluation codes: updated. H10: no lot number was provided; therefore, device history record review could not be performed. Two (2) product samples and five (5) pictures were received for evaluation. Visual and functional testing was performed. Visual inspection of the sample found no damage, kinks or any discrepancies that could cause the failure mode reported. Sample was received with red cap assembled. Pictures 3 and 4 show the pump tube section in pressure plate latch, in which is appreciate the pump tube was stretched inside of the housing. Functional testing found the samples were fully priming and connected without difficult, the pump was set running and no alarms were activated. However, pictures provided of the stretched pump tube conditions is confirmed. But no alarms could be duplicated. The most probable root cause is the pump tube was stretched during pump tube height adjustment. Pwi was created on (B)(6) 2022 as a criteria for production personnel for the correct position of pump tube. Due no lot number provided is not possible determine if the action was taken after or before the manufacturing date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).